Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported troubleshooting performed related to the loss of efficacy and the battery feeling like it was in a different position was walking the patient through using the patient programmer (pp) to confirm the battery was on. As of (B)(6) no actions/interventions were taken to resolve the loss of efficacy and the battery feeling like it was in a different position, the issue wasn¿t resolved, and no cause was identified, but it was recommended for the patient to make an appointment with their managing physician. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the patient had a loss of efficacy post mammogram. They also felt that the battery was in a different position as well. Environmental/external/patient factors that may have led or contributed to the issue were listed as mammogram and ultrasound. The patient's device was checked with the patient programmer on the day of the report, and the device was on. The patient was going to schedule an appointment to be seen by the physician. This issue was not resolved at the time of the report. The patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that she needs an ultrasound of the breast, this is not related to the device/therapy. Patient further stated that their breast implant had dropped a little bit so the stimulator will be right up against the area. Patient mentioned that when it was first implanted, it seemed like it was higher up and for a while now maybe about a year,maybe more than that, its dropped almost into my breast, to the point where I tried to get a mammogram, and they pressed against it, patient was worried the stimulator was damaged, but they had no pain or issues except that it is too close to their breast.